Event description:
It was reported that the customer received a button error alarm on his insulin pump. It was stated that the alarm was occurring in the middle of the night while the patient was sleeping. It was advised to revert to a back-up plan. His blood glucose level was 379 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.